Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (at an unknown concentration at 200 mcg/day) via an implantable infusion pump. It was reported that the patient had been in the intensive care unit (ICU) for a week, was unconscious and having cardiac issues. The hcp was waiting to have the pump put into minimum rate so that the patient could be intubated. No further complications have been reported as a result of this event.

Manufacturer narrative:
Method/results/conclusion codes have been updated to reflect new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported in (B)(6) 2020 the patient was hospitalized for cardiac issues, specifically congestive heart failure, which was unrelated to the pump and medication it administered to the patient. The cause of the reported symptoms were congestive heart failure, which caused the patient to develop fluid in the lungs, which caused their oxygen levels to drop requiring intubation and ventilation. The ICU attending wished to rule out the pump as the cause for their cardiac pulmonary issues. Therefore, the manufacture representative went to the hospital to turn the pump down to the minimal infusion setting. It was noted the issue resolved as the patient recovered from the congestive heart failure. The patient's weight was (B)(6) lbs. The patient was currently running with dilaudid at a basal rate of 100 mcg/day and doing well. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.